Manufacturer narrative:
The analysis results were captured in MDR with nfr 2017865-2017-01324.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health professional that suggest the death was related to the device. It was reported that the cause of death is sudden cardiac. No further information was available at this time.